Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting and declined to provide any additional information regarding this event. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the investigation for the occlusion alarm was unable to be verified as the cartridge was not returned; however, a different issue was identified.